Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient's wife reported that there was 1/4" ivory colored area to the stoma at 9 o'clock position. It might have developed from a cut to the stoma but wife was uncertain. The patient's wear time was 3 days and reportedly, he stopped using the product. The problem was resolved when he saw his own urologist. No photo is available at this time.